Event description:
On the event date, customer states, "while she was loading a syringe into the injector, she felt a shock go up her arm and the injector shut down". Customer states that she is fine.

Manufacturer narrative:
Field service engineer checked the injector system and completed functional tests in accordance with the injector installation and service manual 800961. The fse found no physical or electrical problems. The injector is operating normally and remains in full service.